Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 22-nov-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (seen as genital haemorrhage) amongst non serious events. About 1 year after insertion, she underwent an unspecified pelvic surgery. The events are anticipated in the reference safety information for essure. Pelvic pain and abnormal genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between reported events and essure use cannot be excluded. Although the surgery performed was not specified, in order to assure the safety side, company considered it to be related to essure. Therefore, as the intervention was required, this case is regarded as incident. Additionally, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent birth control. After the implant, the consumer began suffering from heavy bleeding, pelvic pain, bloating, back pain, metal taste, major hair loss, skin rash, brain fog, migraines, loss of any sexual desire, and painful intercourse. On (B)(6) 2015, she underwent surgical removal of the essure. Following the essure removal, the consumer suffered a long and painful post-operative recovery, which required her husband take time off from work. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (seen as genital haemorrhage) amongst non serious events. About 1 year after insertion, she underwent an unspecified pelvic surgery. The events are anticipated in the reference safety information for essure. Pelvic pain and abnormal genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between reported events and essure use cannot be excluded. Although the surgery performed was not specified, in order to assure the safety side, company considered it to be related to essure. Therefore, as the intervention was required, this case is regarded as incident. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), fallopian tube perforation ("perforation (fallopian tube(s))"), salpingitis ("chronic salpingitis secondary to foreign body x 2."), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included docusate sodium (colace), ferrous sulfate, lisinopril, meclozine (meclizine), metformin, metoclopramide, naproxen, omeprazole (omeprazol), oxycocet (percocet) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypertension ("high blood pressure"), sensitivity of teeth ("tooth sensitivity"), anaemia ("anemia") and tooth fracture ("broken tooth"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), alopecia ("major hair loss / hair loss"), migraine ("migraines / migraines"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vision blurred ("blurred vision"), allergy to metals ("hypersensitivity reaction / nickel allergy") with rash and urticaria and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2015, the patient experienced procedural pain ("long and painful postoperative recovery"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"), abdominal pain ("abdominal pain") and arthralgia ("pain in joints"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis, genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), back pain ("back pain"), dysgeusia ("metal taste"), feeling abnormal ("brain fog"), loss of libido ("loss of any sexual desire"), mood swings ("mood swings due to hormones"), abdominal discomfort ("burning in abdomen"), constipation ("constipation") and pain of skin ("sensitive to hot water"). The patient was treated with surgery (diagnostic hysteroscopy;laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, salpingitis, pelvic pain, genital haemorrhage, abdominal distension, dysgeusia, alopecia, feeling abnormal, migraine, loss of libido, dyspareunia, procedural pain, mood swings, vaginal haemorrhage, menorrhagia, abdominal discomfort, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, headache, hypertension, nausea, dysmenorrhoea, fatigue, vision blurred, weight increased, constipation, allergy to metals, gastrointestinal disorder, pain of skin and arthralgia outcome was unknown and the back pain, sensitivity of teeth, tooth fracture and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, back pain, bladder disorder, constipation, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypertension, loss of libido, menorrhagia, migraine, mood swings, nausea, pain of skin, pelvic pain, procedural pain, salpingitis, sensitivity of teeth, tooth fracture, urinary tract disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 218.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. (B)(6) 2015 : hysterosalpingogram : one coil was higher up than normal, but it wasn't anything to worry about. / successful. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "mood swings due to hormones, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hives, burning in abdomen, vaginal infections, apareunia (inability to have sexual intercourse), depression, malposition of essure device, bladder problems or changes, urinary problems or changes, headaches, high blood pressure, nausea, nickel allergy, dysmenorrhea (cramping), perforation (fallopian tube(s)), fatigue, blurred vision, weight gain, constipation, chronic salpingitis, anemia, tooth sensitivity, broken tooth, hypersensitivity reaction, gastrointestinal or digestive system condition ,malposition of essure device, abdominal pain", reporter, lot number,concomittant condition added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), fallopian tube perforation ("perforation (fallopian tube(s))"), salpingitis ("chronic salpingitis secondary to foreign body x 2."), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, muscle twitching, heart rate high, leg pain, irritability and night sweat. Concomitant products included docusate sodium (colace), ferrous sulfate, lisinopril, meclozine (meclizine), metformin, metoclopramide, naproxen, omeprazole (omeprazol), oxycocet (percocet) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypertension ("high blood pressure"), sensitivity of teeth ("tooth sensitivity"), weight increased ("weight gain"), anaemia ("anemia"), tooth fracture ("broken tooth") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), alopecia ("major hair loss / hair loss"), migraine ("migraines / migraines"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vision blurred ("blurred vision"), allergy to metals ("hypersensitivity reaction / nickel allergy") with rash and urticaria, gastrointestinal disorder ("gastrointestinal or digestive system condition") and hormone level abnormal ("hormonal changes"). On (B)(6) 2015, the patient experienced procedural pain ("long and painful postoperative recovery"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and arthralgia ("pain in joints"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), back pain ("back pain"), dysgeusia ("metal taste"), feeling abnormal ("brain fog"), loss of libido ("loss of any sexual desire"), mood swings ("mood swings due to hormones"), abdominal discomfort ("burning in abdomen"), constipation ("constipation") and thermohyperaesthesia ("sensitive to hot water"). The patient was treated with surgery (diagnostic hysteroscopy;laparoscopic partial bilateral salpingectomy), surgery (excision of 2 foreign bodies) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, salpingitis, pelvic pain, genital haemorrhage, abdominal distension, dysgeusia, alopecia, feeling abnormal, migraine, loss of libido, dyspareunia, procedural pain, mood swings, vaginal haemorrhage, menorrhagia, abdominal discomfort, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, headache, hypertension, nausea, dysmenorrhoea, fatigue, vision blurred, weight increased, constipation, allergy to metals, gastrointestinal disorder, thermohyperaesthesia, arthralgia, weight decreased and hormone level abnormal outcome was unknown and the back pain, sensitivity of teeth, tooth fracture and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, back pain, bladder disorder, constipation, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypertension, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, salpingitis, sensitivity of teeth, thermohyperaesthesia, tooth fracture, urinary tract disorder, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: current weight 218.00 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. (B)(6) 2015 : hysterosalpingogram : one coil was higher up than normal, but it wasn't anything to worry about. / successful. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Events weight decreased, hormone level abnormal were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), fallopian tube perforation ("perforation (fallopian tube(s))"), salpingitis ("chronic salpingitis secondary to foreign body x 2."), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, muscle twitching, heart rate high, leg pain, irritability and night sweat. Concomitant products included docusate sodium (colace), ferrous sulfate, lisinopril, meclozine (meclizine), metformin, metoclopramide, naproxen, omeprazole (omeprazol), oxycocet (percocet) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypertension ("high blood pressure"), sensitivity of teeth ("tooth sensitivity"), weight increased ("weight gain"), anaemia ("anemia"), tooth fracture ("broken tooth") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), alopecia ("major hair loss / hair loss"), migraine ("migraines / migraines"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vision blurred ("blurred vision"), allergy to metals ("hypersensitivity reaction / nickel allergy") with rash and urticaria, gastrointestinal disorder ("gastrointestinal or digestive system condition") and hormone level abnormal ("hormonal changes"). On (B)(6) 2015, the patient experienced procedural pain ("long and painful postoperative recovery"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and arthralgia ("pain in joints"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), back pain ("back pain"), dysgeusia ("metal taste"), feeling abnormal ("brain fog"), loss of libido ("loss of any sexual desire"), mood swings ("mood swings due to hormones"), abdominal discomfort ("burning in abdomen"), constipation ("constipation") and thermohyperaesthesia ("sensitive to hot water"). The patient was treated with surgery (diagnostic hysteroscopy;laparoscopic partial bilateral salpingectomy), surgery (excision of 2 foreign bodies) and surgery (diagnostic hysteroscopy;laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, salpingitis, pelvic pain, genital haemorrhage, abdominal distension, dysgeusia, alopecia, feeling abnormal, migraine, loss of libido, dyspareunia, procedural pain, mood swings, vaginal haemorrhage, menorrhagia, abdominal discomfort, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, headache, hypertension, nausea, dysmenorrhoea, fatigue, vision blurred, weight increased, constipation, allergy to metals, gastrointestinal disorder, thermohyperaesthesia, arthralgia, weight decreased and hormone level abnormal outcome was unknown and the back pain, sensitivity of teeth, tooth fracture and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, back pain, bladder disorder, constipation, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypertension, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, salpingitis, sensitivity of teeth, thermohyperaesthesia, tooth fracture, urinary tract disorder, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: current weight 218.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. (B)(6) 2015: hysterosalpingogram: one coil was higher up than normal, but it wasn't anything to worry about. / successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.